Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on the posterior side, brown particles and underweight. A visual and microscopic analysis was performed which identified an opening, smooth creases, sharp crease opening and fold creases. Based on the device analysis the final assessment is: smooth crease opening on the posterior due to a fold flaw opening and sharp crease opening on the anterior due to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.